Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (concentration: 10 mg/ml, dose rate: unknown) and morphine (concentration: 30 mg/ml, dose rate 18.8 mg/day) via an implantable pump for non-malignant pain. It was reported that the patients pump was stalled when he checked the logs. The motor stall matched when the patient had an MRI (magnetic resonance imaging). They were heading back to patient in one hour and only knew limited information at the time of the report. Additional information was later received via the hcp on 2021-may-06. The healthcare provider indicated that the patient had an MRI, and a couple days later upon interrogation / performing telemetry, a motor stall recovery had occurred. It was further clarified that the occurrence of the motor stall recovery message had corresponded with the timing of telemetry having been initiated. There were no patient symptoms. The issue was resolved. It was noted that they had no further information to provide.